Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced an air in line alarm was confirmed in the pump's event history. The condition could not be reproduced; therefore, no assignable cause could be provided and no repairs were necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility reported a colleague infusion pump with an air in line alarm, which occurred on channel a. According to the facility, this event occurred during programming/setup. It is unknown in which care area this event occurred. This event may have been a false alarm. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.